Event description:
It was reported a patient experienced an infection coincident with peritoneal dialysis (pd) therapy. It was reported that the patient was admitted to the hospital (¿for about 3 or 4 days¿) on an unknown date one month prior to receipt of this report. The hospitalization was due to an infection inside the patient's catheter and "belly". It was reported the patient ¿got constipated and it caused the infection¿. This was not medically confirmed. On an unknown date one month prior to receipt of this report, the patient was treated with unspecified antibiotics. The cause of the infection was not reported. At the time of this report the patient was recovered from the infection. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). It was reported the infection occurred on an unspecified date in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the product code and lot number are unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.